Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during an interventional procedure a cypher rx us was impeded during insertion and that the shaft was kink/bent. Upon receipt of the complaint product it was noted that the distal stent struts were uplifted. As reported by sales rep, the physician advanced the stent on sds into the guide then met resistance. The physician attempted to push stent forward but it was unsuccessful. When the system was pulled out of patient, a kink was noted in shaft. There was no report of injury for the patient and the product was returned for analysis. When the product was returned for evaluation it was noticed that the struts were uplifted on distal end of stent. One non sterile cypher us rx was received coiled inside of a plastic bag. A compressed/kinked section was observed at 30 cm from the sds distal tip. The stent was correctly mounted on the sds balloon; however, several distal struts were uplifted. Crossing profile was measured and it was found within specification. Distal crossing profile was not measured due to the received condition. Functional test could not be performed because of the sds shaft and stent damage condition. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure by the customer as "stent delivery system/ impeded" could not be evaluated as functional test could not be performed because of the sds shaft and stent damage condition. The reported failure by the customer as "stent delivery system kinked/bent-in the patient" as well as "stent / strut uplift-distal" were confirmed. The exact cause of the reported anomalies could not be conclusively determined; however, neither the product analysis nor the DHR review suggests that the failure could be related to the cypher manufacturing process; therefore, no corrective action will be taken at this time. The reported failure by the customer as "stent delivery system/ impeded" could not be evaluated as functional test could not be performed because of the sds shaft and stent damage condition. The reported failure by the customer as "stent delivery system/ kinked/bent-in the patient" as well as "stent / strut uplift-distal" were confirmed. The exact cause of the reported anomalies could not be conclusively determined; however, neither the product analysis nor the DHR review suggests that the failure could be related to the cypher manufacturing process; therefore, no corrective action will be taken at this time. Review of the information suggests that handling and procedural factors may have contributed to the reported and confirmed events.

Event description:
As reported by sales rep, physician advanced stent (cypher us rx 3.50 x 18) into guide then hit resistance. Attempted to push stent forward unsuccessfully. Pulled stent out of patient and found kink in shaft. When the product was returned for evaluation it was noticed that the struts were uplifted on distal end of stent.